Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported on (B)(6) 2016 the zenith flex aaa endovascular graft and zenith flex spiral-z technology aaa endovascular graft iliac leg with z-trak introduction system were placed in the patient with arteriosclerosis. On (B)(6) 2016 occlusion of the zenith aaa endovascular graft iliac leg in the left common iliac artery was confirmed by follow-up computed tomography ( CT). No stenosis of the stent graft itself was confirmed. The physician attempted to perform thrombectomy but failed because a wire guide would not pass the site, so he performed fem-fem bypass to restore blood flow. As of (B)(6) 2016 the patient was reported to be "doing fine." No additional information has been provided regarding patient outcome

Manufacturer narrative:
(B)(4). A review of the device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, quality control, and imaging was conducted during the investigation. Imaging review: impression: ¿although no particular abnormality on the imaging explains the occlusion, the occlusion should have been crossable with guide wire in the absence of significant atheroma just distal the limb. The presence of significant atheroma just distal the limb is the only plausible reason the limb could not be crossed with a wire. Outflow limitation caused by a significant atheromatous plaque coupled with the acute vessel angulation is the most plausible explanation for the occlusion. Significant findings relative to the patient¿s anatomy were observed. The distal left cia kinked just beyond the left limb end limiting outflow. Significant findings relative to the diseases state were observed. Atherosclerotic disease was observed. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed. The left limb thrombosis was confirmed. Cause of the adverse events was observed. The left limb thrombosis was likely secondary to the outflow by a distal left cia 90 bend and atherosclerotic stenosis.¿ the complaint device was not returned; therefore no physical examination could be performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The IFU states "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Pre-existing regions of stenosis/narrowing(less than approximately 20mm ID in the aorta or 7 to 8 mm ID in the iliac) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion)." Potential adverse events include, but are not limited to: arterial or venous thrombosis. The imaging review confirmed that ¿limb outflow was reduced by iliac tortuosity as the left limb distal end terminated in a 90 degree bend in the iliac artery at the internal iliac artery origin¿. The patient¿s artery was angled in a way that contributed to the narrowing of the limb. The image report also confirmed that the patient has atherosclerotic disease which causes blood cells and other substances to clump and build up in the inner lining of the artery. Based on the information provided and results of the investigation the most likely root cause of the reported occlusion is related to the patient's condition (confirmed, significant atheromatous plaque). Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.